Event description:
It was reported that the stent failed to expand. Vascular access was obtained via contralateral approached. The 70% stenosed, 7mm vessel diameter target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 7x60x130 innova self-expanding stent was advanced for treatment. However, it was found that the stent was not fully deployed during the index procedure. The lesion was not pre-dilated nor post-dilated. The procedure was completed with another of the same device. The patient was fine.

Event description:
It was reported that the stent failed to expand. Vascular access was obtained via contralateral approached. The 70% stenosed, 7mm vessel diameter target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 7x60x130 innova self-expanding stent was advanced for treatment. However, it was found that the stent was not fully deployed during the index procedure. The lesion was not pre-dilated nor post-dilated. The procedure was completed with another of the same device. The patient was fine.

Manufacturer narrative:
Corrected h1: type of reportable event from malfunction to serious injury.